Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Since (B)(6) 2017 the patient suddenly had no hearing sensation with the device. The patient was in a car accident in (B)(6) 2016 and there was a strong impact to the forehead reported. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2017 the patient had no hearing sensation with the device. No specific incident of accident or trauma was reported.